Manufacturer narrative:
Continuation of d10: product ID {{ l-evolutfx-2329}}; product lot/serial number (B)(6); product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} product ID {{ d-evolutfx-2329}}; product lot/serial number (B)(6); product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} product ID {{sapien 3 resilia}}; product lot/serial number {{unknown}}; product type: {{heart valve}}; implant date (B)(6) 2025; explant date {{na}} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of the transcatheter bioprosthetic valve a pre-implant balloon valvuloplasty was performed. During the valve implant procedure the positioning of the valve was reported as adequate with valve release the criteria was met in the 2-cusp view. However, the valve partially dislodged within the aortic root. The valve remained stable but was associated with at least moderate paravalvular aortic regurgitation. To address this regurgitation and stabilize the valve and within the same procedure, a 26 millimeter (mm) non-medtronic valve was deployed 2 mm below the medtronic valve. The result was reported as satisfactory. Following the deployment of the non-medtronic valve transient complete heart block was observed. Asystole occurred for 60 seconds and transcutaneous pacing was required and sinus rhythm occurred. The complete heart block was not observed on the post-procedure electrocardiogram (ECG). However, following the procedure the ECG identified first degree atrio-ventricular (av) block with a pr interval of 218 milliseconds (ms). A standard of care (soc) transthoracic echocardiogram (tte) performed the following day showed trace unspecified aortic regurgitation. The aortic gradients measure a peak of 17 millimeters of mercury (mm hg) and mean of 9 mmhg. An ECG also identified the first degree av block was still present with a pr interval of 210 ms. No intervention was required for the av block. The patient was discharged this same date as planned without further complications. The dislodgement and complete heart block were reported as resolved.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the events were causal to the implant procedure and valve.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the patient had a history of chronic obstructive pulmonary disease (copd) and therefore was prescribed an antibiotic as prophylaxis, selective beta2-adrenergic receptor agonist, and a corticosteroid. The influenza event was resolving approximately 1 month following onset with cough still present but improving. Additional at this time, the first degree atrio-ventricular block had resolved with a pr interval of 193 milliseconds (ms).

Manufacturer narrative:
Updated data: b5, d4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received corrected the resolution from resolved with sequelae to resolved.

Manufacturer narrative:
Updated data: b5/b7 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that 3 days following the valve implant the patient presented to the emergency room with a high fever. The patient tested positive for influenza. Unspecified medication was provided. The physician indicated the influenza event was not related to the medtronic products or implant procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the influenza event resolved with sequelae.

Event description:
Additional information received indicated the valve dislodgement was causal related to the delivery catheter system (dcs). Clarifying details were not provided.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329; lot #: 0012526060, ubd: 06-nov-2026, UDI#: (B)(4) updated data: b5, d10, h6 (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.